Event description:
It was reported that this right ventricular (rv) lead was fractured with high impedance measurements, failure to sense and loss of capture (loc). This lead was surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.